Manufacturer narrative:
Report number: 1038671-2024-03320 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 h10 the following sections were corrected: b2 h6 the revision reported may have been the result of loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implants and the bone. Based on the images provided, there does not appear to be excessive wear of the insert. However, this cannot be confirmed because the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the revision reported may have been the result of loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implants and the bone. Based on the images provided, there does not appear to be excessive wear of the insert. However, this cannot be confirmed because the devices were not returned for evaluation.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 6607062 200-02-35 - three peg patella 35mm. 6636172 02-010-04-0340 - logic cr femoral por, right, sz 4. 3604441 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t.

Event description:
It was reported that this 53 y/o female patients right knee was revised 1.5 years post op. The patient was revised due to osteolysis, loosening and poly wear. Patient was last known to be in stable condition following the event. No product return; disposed at hospital.

Manufacturer narrative:
The following sections have corrected information: (h60 investigation findings, investigation conclusion.

Manufacturer narrative:
H6: corrected medical device problem code and component code.